Event description:
Information received indicating that there was an issue with cadd solis vip's downstream occlusion sensor. No adverse effects reported.

Manufacturer narrative:
Other, other text: returned device was received dso seal is loose. The latch handle is bent preventing complete closure. During the evaluation of the device no, the reported "cassette not attached properly" problem was not duplicated. When a cassette was attached the pump started without issues. In mu mode the downstream and upstream sensors both reacted to pressure as expected. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received indicating that there was an issue with cadd solis vip's downstream occlusion sensor. No adverse effects reported.